Manufacturer narrative:
Based on the information provided, the complaint cannot be confirmed. The device could not be evaluated as it was reported not available. (B)(4).

Event description:
It was reported from (B)(6) that during an urgent intracerebral hemorrhage case, the 4th embolization coil was advanced to the aneurysm site. Advancement difficulty was encountered upon positioning the last 2cm of implant coil in the aneurysm. A balloon was used to assist in the positioning. During this attempt, the coil prematurely detached from the delivery pusher. The catheter and delivery pusher were withdrawn. The implant coil did not remain in the microcatheter. A CT examination revealed a stretched coil remaining in the carotid artery. On (B)(6) 2016 additional incident information indicated that a balloon was used to guide the coil to the aneurysm successfully. The device was reported infectious and would not be returned. No harm or injury was reported.